Event description:
Baxter international reported twenty four incidents of occluding fibers during the first use of the ca 210 dialyzer. No medical intervention or patient injury was reported. To date, no other information has been provided to baxter.